Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure the intra-oral blade broke at the mount. It was also reported that an x-ray was performed to confirm the broken piece was removed. It was further reported that there was no delay to the procedure and there was no pt injury. It was also reported that another blade was readily available and the procedure was completed successfully.